Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm or failed battery test alarm noted during testing. Insulin pump was received with power error detected alarm due to j6 connector resistance issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states

Event description:
It was reported via phone call that the insulin pump alarmed failed battery. The customer's blood glucose was 6.8 mmol/l at the time of incident. The customer performed troubleshooting and failed battery alarm did not recur. The customer stated that the battery failed alarm and power error alarm recurred multiple times. The insulin pump was returned for analysis.